Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster¿ electrophysiology catheter and out of the box, the catheter's tip had exposed metal. When the catheter was replaced, the procedure continued. A replacement catheter was requested. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster¿ electrophysiology catheter and out of the box, the catheter's tip had exposed metal. When the catheter was replaced, the procedure continued. A replacement catheter was requested. No adverse patient consequence was reported. Device evaluation details: on 4-jul-2024, the device was returned to biosense webster inc (bwi) for evaluation. Visual inspection and tilt test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed no damage or anomalies on the device. No exposed wires were observed. Then, the device tip was reviewed, and it was found within specifications, no bent parts were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The exposed parts and bent tip issues reported by the customer were not confirmed since no damage was observed. The customer could be reporting the anchor window that is part of the catheter design and it¿s filled with adhesive covering the internal components. No manufacturing issues were identified during the investigation. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).